Manufacturer narrative:
Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that postoperatively the patient had an infection. Customer has requested the chemical composition of the material to understand the optimized treatment. No further information provided. This report is for one (1) 3.5mm locking screw slf-tpng w/stardrive(tm) recess 32mm. This is report 5 of 10 for complaint (B)(4).